Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked after saline was injected. The following information was provided by the initial reporter, translated from chinese to english: "leakage was found when saline was injected after successful puncture."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/17/2020. H.6. Investigation: a device history review was conducted for lot number 0019783. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in size of the metal wedge it is possible for cracks to develop if the size of the swaged opening in the adapter body is close to the lower limit set by product specifications.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii closed IV catheter system leaked after saline was injected. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage was found when saline was injected after successful puncture".